Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 125 ohms. Technical services (ts) was contacted, and ts discussed troubleshooting options. No adverse patient effects were reported.